Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
A facility representative reported that within two days after implantable collamer lens (icl) implantation into the patient's eye, inflammation was observed. Information regarding concomitant products used intraoperatively was not provided. Diagnostic cultures have not been reported, and no information regarding medical intervention has been provided. The lens remains implanted. It should be noted, mutiple cases of similar clinical presentation occurred within this facility. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#(B)(4).